Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the ostium cx artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was predilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent was deployed proximal with no issue. It was post-dilated and fully opposed to the vessel wall. The issue occurred when a rotoblator was used later in the case. It was used to treat the distal lesion and the rotoblator caught the edge of the freshly deployed stent and deformation occurred. The device also moved from its original position. Surgery was required due to the rotoblation incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.